Manufacturer narrative:
The customer contacted a siemens regional service center (rsc) specialist. The rsc reviewed the data and information provided. The customer's quality control was in at the time of the event. Rsc found that the customer mixed up the samples. The customer's technician manually filled in the cups and did not barcode the sample and then tested the samples. The cause of the discordant, incorrect results being reported out for the wrong patients is due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported out two incorrect sample results of hemoglobin a1c to the physician(s) for the wrong patients on a dimension exl 200 instrument. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same sample on the same instrument, resulting within the patient's expected clinical range. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the incorrect results being reported out for the wrong patients.